Event description:
It was reported that prior to use,, the cs300 intra-aortic balloon pump (iabp) units screen is blank. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Fse confirmed that the display was intermittently completely distorted. Found a loose connection on the video receiver board. Reseated the connections to the board and inverter board which resolved the issue. Replaced doppler 9v battery with a customer supplied one. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units screen is blank. There was no patient involvement.